Event description:
Customer reported large levophed leak where soft tubing goes over the male blue connector while using standard set with no port above the pump insertion. Patient's blood pressure dropped significantly; patient was stabilized with docetaxel, no permanent damage related to incident. No additional information was available.

Manufacturer narrative:
(B)(4). The product was received, investigation is not complete. A follow up report will be submitted with the investigation findings.